Event description:
Adverse event(s): "no patient injury reported" (no consequences or impact to patient). Product problem(s): "the footswitch was not responding" (device operates differently than expected). The customer reported that during surgery, the footswitch was not responding. Another footswitch and cable were tried without success. The surgery was concluded at another facility. No patient injury was reported.

Manufacturer narrative:
The company service representative examined the system and replaced the footswitch pcb. The system was then tested and met all product specifications. The footswitch pcb has been received and in-house testing is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).